Event description:
Journal reference: vitton, v; gigout j; grimaud, j. Sacral nerve stimulation can improve continence in patients with crohn's disease with internal and external anal sphincter disruption. Disease of the colon & rectum. 2008;15(6):924-927. Five patients (3 women) with fecal incontinence suffering from crohn's disease-related anoperineal lesions were treated by applying three weeks of sacral nerve stimulation and then by permanent sacral nerve stimulation implantation. Endoanal ultrasonography showed that all of these patients had disrupted external and internal anal sphincters. Continence was improved in all treated patients. The patient's quality of life also increased significantly. Reportable event: an infection that occurred in one patient at the stimulator implantation site responded quickly to antibiotics.

Manufacturer narrative:
See scanned pages.